Event description:
It was reported that a patient presented with alert on his device. The patient was scheduled with the physician. The patient was suggested to go to the emergency room. The patient opt out. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the device was explanted.